Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer found that the drawer 5 was inoperative with a "failed to stay closed" error. Upon inspection, the inseparable was confirmed to be functional. The root cause was traced to a damaged cable on the latch sensor, which had a clear-cut mark. The fse replaced the faulty latch sensor, and the drawer became fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was failed. The customer stated that the malfunction occurred when a user tried to issue medication to patient. However, there were no delay or adverse events or injuries reported based on this event.